Event description:
Medtronic rep reported the system's memory getting too full resulting in issues in slow software performance. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
Overly full hard drive caused issues in the software. The medtronic rep visited the site and removed excess exams from the system to clear out hard drive space and this resolved the issue.